Event description:
It was reported that during a procedure, after the purse string head "disappeared" in the colon, could be removed. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.